Manufacturer narrative:
Patient age at time of event: (B)(6) or older. (B)(4). Device evaluated by MFR: the complaint device was not returned; therefore, no product analysis could be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon burst and vessel perforation occurred. The target lesion was located at the left anterior descending (lad) artery. During a procedure, a stingray catheter was used to treat the target lesion. Upon reaching the subintimal space in the lad, the device was inflated at 4 atm. However, as the stingray guidewire was advanced towards the device, the balloon ruptured in the subintimal space. Hence, it created a perforation. An unspecified balloon catheter was then advanced by the physician to try to stop the flow from going into the pericardium. The unspecified balloon was inflated at the proximal lad. The procedure was then abandoned and the patient was sent back to the room. No further patient complications were reported and the patients' status is stable.